Event description:
The event occurred in great britain. It was reported that the instrument failed during use. A rivet fell out. The rivet was retrieved during the procedure.

Manufacturer narrative:
The event is filed under internal karl storz complaint ID: (B)(4). Pending further results a supplemental report will be filed.